Manufacturer narrative:
Initial reporter first name: (B)(6). (B)(4). Investigation summary: three photos were provided and evaluated. They show a syringe in its packaging blister, and the plunger rod thumb press is damaged, the piece of plastic from the thumb press got loose inside the packaging blister. The packaging blister top web is shown confirming the lot# and product. A potential root cause is associated with the molding process. The barrel goes for printing the scale; then, silicone is applied; after that, the plunger-rubber stopper is assembled. A jam could have occurred during the assembly process inducing damage to the plunger rod and not being detected in the next processes. The symptom reported by the customer is confirmed. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: this is the 1st complaint for lot # 9218424 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Based on the photos provided the symptom reported by the customer can be confirmed. This lot was produced for 0.134mm units with 1 complaint it has a cpm of 7.4. We will continue monitoring and trending this product and lot# for this symptom. Root cause description: a potential root cause is associated with the molding process. The barrel goes for printing the scale then silicone is applied; after that the plunger-rubber stopper is assembled. A jam could have occurred during the assembly process inducing the damages to the plunger rod and not detected in the next processes. Rationale: CAPA not required at this time.

Event description:
It was reported that 2 syringe catheter tip 60ml experienced damaged/broken plunger rods. Product defect was noted prior to use. The following information was provided by the initial reporter: in the moment of opening the syringe package it was noticed the middle part of the plunger flange was cracked and the missing part was inside the syringe's package.